Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 cautery generated a lot of smoke as it was used on connective tissue then did not function properly as there was no thermal energy observed. A new device was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
Tw ID#(B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
(B)(4). Corrected section unique identifier (UDI) # d-4 : (B)(4). The lot # 3000374237 history record review was completed. There was one (1) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and both the reported failures.

Event description:
N/a.